Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set cannula kinked event on 23-may-2024. Event occurred within two hours of insertion. No further information available.